Event description:
Caller reported experiencing temperature alarms on the pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Customer cleared the alarm and resumed insulin delivery.